Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/10/2020. H.6. Investigation: customer returned (70) 30gx8mm, 0.3ml bd insulin syringes in sealed polybags from lot 9176501. Customer reported that the scale is misaligned. No samples from lot 8204659 were returned, therefore, the alleged issues could not be confirmed for samples from lot 8204659. 30 out of the 70 returned samples from lot 9176501 were examined, then tested using a 0.3ml plug gauge: all 30 tested syringes tested within specification. No evidence of manufacturing defect was observed on the returned samples. Since no defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 8204659. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for scratched print. There was one (1) notification [(B)(4)] noted for missing zero line. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9176501. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for scratched print.

Event description:
It was reported that the scale markings on the bd micro-fine¿ insulin syringe needle were misaligned before use. Lot#'s 8204659 and 9176501 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "customer reported that the scale is misaligned. Syringes are used on animals, so it is an off-label use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8204659, medical device expiration date: 2023-07-31, device manufacture date: 2018-07-23. Medical device lot #: 9176501, medical device expiration date: 2024-07-31, device manufacture date: 2019-06-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd micro-fine¿ insulin syringe needle were misaligned before use. Lot#'s 8204659 and 9176501 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "customer reported that the scale is misaligned. Syringes are used on animals, so it is an off-label use."